Event description:
A nurse anesthetist reports that while working at several institutions she wore latex gloves. She states that she has suffered from the following symptoms: hives, sinusitis, chronic bronchitis, chest tightness, coughing, wheezing and occupational asthma. She reports that these symptom were caused by her wearing latex gloves mfg by several different latex glove MFR.